Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the experienced high blood glucose level. Customer¿s blood glucose level was something 400 mg/dl and current blood glucose level was 150 mg/dl. Customer stated that the insulin on insulin pump showing red. Customer was assisted with finding insulin in insulin pump. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.